Event description:
Information was received indicating that a smiths cadd-legacy® 1 pump displayed alarm for low volume while waiting to be unhooked from a 46-hr infusion. After the alarm chemotherapy leaked allover the pump, the bag, and the patient. There was no reported injury to the patient.